Event description:
Follow up revealed that the initial interrogation was performed prior to the vns lead being connected to the generator. High impedance would be an expected event at this time. Tablet export data from the date of the surgery were received by the manufacturer. Review of the data revealed that an initial basic interrogation and diagnostics were first performed. A programming event occurred a minute later and was followed by seven in session interrogations. No diagnostics were performed prior to the second basic interrogation and diagnostics, which is likely when they had rebooted the tablet. At that point and in all subsequent data, diagnostics were updated and found to be within normal limits.

Event description:
It was reported that at the vns implant surgery, high impedance was observed on the patient's m1000 vns generator. It was stated that they reinserted the lead into the generator several times, but the high impedance did not resolve until the vns programming tablet was rebooted. It was unknown whether new diagnostics or a new session was performed prior to the tablet reboot. No additional relevant information has been received to date.